Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the b30 error message was unable to be reproduced. Evaluation did find an e315 unsupported scope error message and the image was flickering during angulation due to water invasion in the video connector, the instrument channel tube had leakage and the inner wall of the instrument channel was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope displayed a b30 scope communication error message on the screen when it was connect to a evis lucera elite video system center. This occurred during preparation for a diagnostic bronchoscopy; patient was not under anesthesia. The procedure was completed with another device and there was no report of patient harm.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30 error and observed and e315 error issues could not be determined, however, the issues were likely due to the forceps channel leaking during user handling/mishandling, resulting in the ingress of water into the scope connector and a temporary electronic component malfunction. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image. ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. ¿when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury¿. ¿if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury¿. ¿if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage¿. Olympus will continue to monitor field performance for this device.